Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: back check valve leaking.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: back check valve leaking.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. A complaint history check was performed and this is the 22nd related complaint reported with the defect/condition of leakage regarding item #2420-0007 over the 12 month period before this complaint.